Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017. The customer¿s blood glucose level was above 660 mg/dl and 700 mg/dl, 500 mg/dl. The customer was treated in the hospital. The customer was wearing the pump at the time of hospitalization. The customer was advised the pump will need to be replaced. The customer was advised to check the connection bridge and pins for damage. The insulin pump will not be returned for analysis.